Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc l devices at l4-5 and l5-s1 approximately 20 years ago. The patient was experiencing facetogenic pain and it was found that the facets at l5-s1 were broken down and shaky and were causing instability. The surgeon removed l5-s1 on (B)(6) 2026 and the patient was fused with an alif procedure and pedicle screws were added posteriorly. Surgeon reported that the poly inlay looked good and that the endplates were well affixed. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was not returned following removal surgery therefore no device evaluation could be completed. Additionally, imaging was not provided for this complaint. There were no anomalies identified during the complaint investigation. The removal was completed due to broken down facets causing instability and facetogenic pain. The submission is 3 of 3 devices involved in this event.

Event description:
A patient (52 years) was implanted with two prodisc l devices at l4-5 and l5-s1 approximately 20 years ago. The patient was experiencing facetogenic pain and it was found that the facets at l5-s1 were broken down and shaky and were causing instability. The surgeon removed l5-s1 on (B)(6) 2026 and the patient was fused with an alif procedure and pedicle screws were added posteriorly. Surgeon reported that the poly inlay looked good and that the endplates were well affixed.